Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray and tube cover. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a puddle of oil was seen under the x-ray tube on the 9800 system. This was observed after completing a case. There was no report of pt injury.